Event description:
It was reported that the system was displaying dark grainy images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined that the system was operating within specifications. Customer was comparing images from the 5r/min 9600 to systems with higher output power. System operates as intended.